Event description:
It was reported that balloon rupture occurred. The target lesion has a long segment located in the severely calcified anterior tibial artery. The jupiter sfc guidewire was advanced, but it took a long time to insert it. The tip became weakened. A new wire was advanced, and the lesion was able to cross. Subsequently, the 2mm x 20mm x 142cm coyote es balloon catheter was advanced and initially inflated, but the balloon ruptured at 10 atmospheres. The procedure was completed with a 1.5mm coyote balloon. No complications were reported.